Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure laparoscopic hysterectomy, when the barb suture was used to suture the vaginal stump (the second stitch), the suture broke. The surgeon immediately took out the broken suture and replaced the suture to continue the unfinished suture operation. There was no patient injury.